Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 23-jan-2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the complaint simplicity delivery system was visually inspected under magnification and ophthalmic viscosurgical device (ovd) was observed inside the cartridge. The cartridge, lens module, and handpiece were inspected and no foreign material was observed. A video provided by the customer was evaluated. The video showed a cataract removal and implantation of a lens (claimed to be a tecnis monofocal iol preloaded in the simplicity delivery system model dcb00). The images attached were video captures at different times and showed a grayish film like material located in the mid periphery near to the trailing haptic by the posterior surface of the lens, the film like matter was partially removed. The root cause, nature and potential clinical impact of the reported issue cannot be determined from a video assessment. The complaint issue of foreign material - loose was identified during the evaluation of the video; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a foreign matter adhered to the preloaded intraocular lens (iol) during implantation of the iol into the patient's surgical eye. The matter was removed to the extent possible, but the reporting physician felt it had not been removed completely. The physician is concerned about health damage in the future. There was no patient injury reported. No further details were provided.

Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.